Event description:
Clinical adverse event received for heart failure. Event is not serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021 . Date of event: (B)(6) 2021. (Right knee) . Treatment: diagnostic intervention complaint number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).